Event description:
It was reported during a laparoscopic cholecystectomy the er420 clips were not forming properly. The surgeon pulled an er320 to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Ligaclip endoscopic rotating multiple clip applier: based upon the inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips within design specification when tested. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated.